Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the pledget falling apart.

Event description:
Consumer stated while using u by kotex security regular tampon, tampon pledget fell apart and pieces remained.